Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patients lead displayed high impedance and the patient no longer had effective therapy. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein a new lead was implanted to address the issue. The effected lead remains implanted but not in use. Surgical intervention addressed the issue.